Manufacturer narrative:
Third party analysis was conducted and found the femoral hip stem was undersized and malpositioned. It is concluded that the above referenced malpositioning could have caused the patient's symptoms and the need for revision surgery, but it cannot be confirmed due to insufficient data. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010 due to aseptic loosening.